Event description:
It was stated in follow-up that the patient is doing fine post operatively.

Event description:
It was reported that the intraocular lens (iol) was explanted as the patient was unhappy with their vision; could not see to his satisfaction. Lens was replaced with a model zcb00 lens. No patient injury was reported and the patient is doing fine one day post-op.

Manufacturer narrative:
(B)(6). It was stated in follow-up that the patient is doing fine post operatively. Implant date: (B)(6) 2015. Device evaluation (manufacturing record review): the manufacturing record review was performed. All process operations presented in the manufacturing record from (B)(4) were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Pt age/date of birth: unknown, asked but not provided. Implant date: if implanted, give date: unknown, asked but not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in four pieces. The lens condition is consistent of a lens that was explanted from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. All pertinent information available to abbott medical optics has been submitted. Placeholder.